Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: runthrough ns; runthrough hypercoat to lcx; runthrough hypercoat and runthrough ns to rca. Guide catheter: 6f il4, 6f jr4. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported inflation issue/failure was able to be confirmed. The reported torn material was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion with 75% stenosis from the mid to the proximal left anterior descending (lad) artery with no tortuosity and no calcification and a de novo lesion with 75% stenosis in the proximal right coronary artery (rca) with no tortuosity and no calcification. Pre-dilation was performed using an nc trek 3.0x15 mm balloon catheter inflated up to 16 atmospheres. A 3.5x48 mm xience xpedition stent delivery system (sds) was advanced toward the target lesion in the lad and failed to inflate. The sds was removed without issue and it was noted that the skive had torn the material. Another 3.5x48 mm xience xpedition sds and the stent was successfully implanted. The sds was removed. A 3.5x38 mm xience xpedition sds was advanced but was unable to pass through the guide catheter tip. The entire system was withdrawn without issue and it was noted that the sds tip was tight around the guide wire and the sds tip was damaged/stretched. No other device/procedure issues were noted. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.